Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
In (B)(6) 2014, the patient expired at home due to unknown causes. No autopsy was performed and the device was not interrogated. No more information is available.